Event description:
The customer contacted baxter's technical service center to report an electrical burning odor on a homechoice (hc) machine during use, patient not connected. The home patient (hp) stated that he had smelled an electrical burning odor and now the hc would not power on. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by the product analysis lab (pal). The pal evaluated the device for the issue of customer reported electrical burning odor. External/internal inspection revealed heat damaged (j1) alternating current component (accomp) printed circuit board (pcb) and ac power cable assembly. Device would not power up. The assignable cause for customer reported smelled electrical burning odor was determined to be caused by a heat damaged (j1) alternating current component (accomp) printed circuit board (pcb) and ac power cable assembly. No additional defects or use errors (different from the originally reported condition and performance specification) were found during the evaluation. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). This issue is being investigated through CAPA.